Manufacturer narrative:
Corrections: a2, a4, a5, a6, b5, b6, b7. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device exhibited a crack in the cable and internal parts were visible. The issue was identified during maintenance. There were no reports of patient involvement.

Event description:
It was reported that the subject device exhibited a crack in the cable and internal parts were visible. The issue was identified during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.